Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn at the up arrow button. During testing, the up arrow and down arrow keypad buttons were found to be unresponsive. The keypad cover was removed and contamination was observed under all key contacts. The up arrow and down arrow key contacts were also found to be inverted. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive and hard to press. It was noted that the keypad cover was torn across the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.